Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac vein, one of the top struts of a stent allegedly did not deploy. It was further reported that the struts were expanding through balloon expansion. Reportedly, the system was successfully removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system is not available for evaluation. Provided image demonstrates the placed stent inside the vessel with poor resolution. Single unexpanded/ undeployed struts cannot be seen; the stent is open but a reduction of the cross section is visible on one stent end. One single image with poor resolution is not sufficient to closely describe the expanded condition of the stent, and the influence of the vessel is not known which leads to inconclusive result. An indication for manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) states: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Holding and handling of the system for regular deployment was found sufficiently described. A stent size selection table is part of the IFU describing the relationship of the reference vessel diameter versus the unconstrained stent inner diameter. The IFU further states: 'deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall.' H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac vein, one of the top struts of a stent allegedly did not deploy. It was further reported that the struts were expanding through balloon expansion. Reportedly, the system was successfully removed from the patient. There was no reported patient injury.